Event description:
Report rec'd of chemotherapy solution leak through air vent of the tubing filter during continuous infusion via a central IV access site. The solution leaked onto the pt's clothing and linen and onto the nurse's skin. The nurse used a triple skin wash procedure and a chemotheraphy spill kit was required. Two incidents, each requiring a change of tubing, occurred with this pt. The IV access line was not affected, there was no blood loss, and no report of pt harm. The lot number of the involved tubing was identified and remaining stock was removed from use. No further info recalled by customer source.